Event description:
A report was received that a patient would undergo a pocket revision because the pocket was in a painful position. The physician repositioned the pocket and the patient was reportedly doing fine after the revision.

Manufacturer narrative:
This is the final report.